Manufacturer narrative:
(B)(4). Concomitant medical products: guide wire: radifocus, guide cath: 6fr 45cm. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported hub leak. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during the procedure, the 4.0 x 150 mm armada 35 mm crossed to the target lesion and was inflated; however, during the first inflation at 8 atmospheres, contrast media was noted to be leaking from the junction between the hub and shaft. The device was removed without difficulty or patient injury and a non-abbott dilatation catheter was used. There was no adverse patient effect and no clinically significant delay. No additional information was provided.